Event description:
It was reported by the mother of the patient that the controller was originally plugged in before going to bed. At roughly 4:45 am the following morning, she awoke to a burning plastic smell. The patient's mother traced the smell back to the patient's controller which was alleged to be extremely hot. When the device was unplugged from the wall, there was a spark which created a brief electrical arc that was self-extinguished almost immediately. The damaged charging cord and wall adapter were discarded but the patient is still in possession of the controller.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the thermal event at this time . Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The issue associated with the reported event has been tracked internally and is currently under investigation. At this point in our root cause investigation, we have determined that an unintended resistive circuit is created inside the mated connectors. Possible causes for this condition are actively being investigated.the device was received and was being investigated under (B)(4) (see h10). H3 changed from no to yes. Type of investigation updated to b01, investigation findings changed to c1101, and investigation conclusion changed to d16.